Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant the pulse generator exhibited loss of pacing. The device was placed on the analyzer with effective stimulation. The device was connected once more with the same anomaly no pacing. The device was not used and a new device placed successfully. The patient condition was stable. Patients condition stable.